Event description:
The customer reported that after a completion of a seal during a gynecological procedure, oozing was noticed by the surgeon. There was no injury to the patient. The customer was not able to provide additional details regarding the incident.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.